Manufacturer narrative:
Initial.

Event description:
It was reported that dexcom g7 continuous glucose monitor (cgm) glucose readings were visible on the patient¿s phone but were not transmitting to the ilet pump, which displayed prompts to connect cgm or enter a blood glucose value; troubleshooting was completed by toggling settings and restarting the g7 sensor, after which pairing initiated, consistent with an intermittent communication failure involving the antenna/electromagnetic component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7, characterized by intermittent communication failure associated with the device¿s antenna/electrical-magnetic component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.